Event description:
Adult female with history of mc ardles syndrome, asthma, and recent covid-19. Procedure: potassium phosphate infusion started to run at 30 cc hr. One hour later, patient complained that the infusion site was burning and the infusion was completed. (Total of 191.47 cc infused) pump was pulled, log reports run and determined that the top(bottle side) pressure sensor was bad. No known harm to patient. After device and log analyzed, it was determined that this was due to usage of machine, there is no alarm to go off to alert when not working properly. Once the part was fixed, machine tested and put back into circulation. Unable to load 3 log reports that identified the problem due to size. Manufacturer response for 8100 - pump, serial number: (B)(4), unknown (per site reporter). Event log report provided the problem and identified what needed to be fixed.